Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported via a trial that the 2.25 x 18 mm xience v stent was pushed off the balloon onto the guide wire during an attempt to cross the lesion. Two smaller xience v stents were used to treat the lesion. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
.